Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a faulty system component. When communication through this component is interrupted, error 23 can result and the system is placed in a recoverable mode.

Manufacturer narrative:
The customer was able to successfully open the instrument¿s jaws to release the tissue without using the manual grip release function. The system was working properly and no additional action was required as the issue was resolved after ac power was restored.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, customer reported the power went out as soon as that happened there was a recoverable fault. The whole system went down and never came back up. Customer was unable to release the tissue from instrument while in the middle of a procedure. When power came back up, the fault went away, and they were able to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: contact person was notified of the exact instrument involved and do not believe it was sent for analysis. The main concern of this incident was the backup battery for the patient cart did not immediately activate. The type of da vinci-assisted surgical procedure was performed by the surgeon was hernia repair. The date of the da vinci-assisted surgical procedure performed was (B)(6) 2025. There was a recoverable fault as the power went out. When the power returned and the robot turned back on, we were able to reset the recoverable fault. The jaws were stuck on tissue when the issue occurred. The surgeon/or staff was able to successfully open the jaws intraoperatively and release the tissue. Jaws released when the robot rebooted after the power outage and the recoverable fault was reset. No release key/mechanism (e.g., irk, srk, mrk, grip release slider) were used. Another instrument was not used to pry open jaws. There was no unexpected tissue removal. There was no bleeding. The amount of blood loss was 5ml. There was no blood transfusions administered. There was no injury to the patient.